Event description:
It was reported that unspecified bd¿ pri tubing had a check valve malfunction. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Verbatim: "pip-taz was administered as a secondary medication. It was to infuse over 30 minutes and instead the entire contents of the secondary IV bag was infused over 6 minutes. As well the nurses noted that previously potassium chloride 20 meq in 50 ml had also infused faster than what was programmed. The secondary IV bag was empty before the infusion was complete on the pump. This medication was infused on the same secondary line as the pip-taz was administered on." Lmbme investigation summary: review of the event logs did not reveal any programming errors the incident lvp module performed within specification during functional testing. The incident lvp passed all pm tests with no faults found. The primary drip chamber was full of fluid. Lab was unable to test for presence of the secondary medication in the primary bag. Functional testing of the infusion set did not reveal any anomalies ¿ there was no backflow from the secondary to primary. A strong odor was noticed in the primary medication bag. The secondary medication pip-taz is known to have a strong odor. Following assessment of the evidence, we suspect that the most probable proximate cause for this event was a back check valve failure."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/28/2020. H.6. Investigation: two samples were returned by the customer. One primary tubing and one secondary tubing set. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The primary set was primed with water and the secondary set was primed with methalyne blue and connected to the primary set. An infusion run with pump dchu-0010 and pump module dchu-0014 at 125 ml / hr was conducted. The set did not over infuse and there was no back flow. Additionally, a concentricity test was performed on the pumping segment and found that all measurements were within specification. The inside of the tubing measured 0.130mm, within the specification of 0.130 +/- 0.003mm. The wall thickness of the tubing measured between 0.029 to 0.031mm, within specification of 0.029-0.031mm. The customer complaint that secondary medications were administered to infuse over 30 minutes; however, a suspected back check valve failure caused the entire contents of the secondary IV bag to infuse over 6 minutes could not be replicated.. A root cause could not be determined because the failure was unable to be replicated. A device history record review could not be performed because a model and lot number was not provided by the customer.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd" pri tubing had a check valve malfunction. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Verbatim: "pip-taz was administered as a secondary medication. It was to infuse over 30 minutes and instead the entire contents of the secondary IV bag was infused over 6 minutes. As well the nurses noted that previously potassium chloride 20 meq in 50 ml had also infused faster than what was programmed. The secondary IV bag was empty before the infusion was complete on the pump. This medication was infused on the same secondary line as the pip-taz was administered on." Lmbme investigation summary: review of the event logs did not reveal any programming errors. The incident lvp module performed within specification during functional testing. The incident lvp passed all pm tests with no faults found. The primary drip chamber was full of fluid. Lab was unable to test for presence of the secondary medication in the primary bag. Functional testing of the infusion set did not reveal any anomalies there was no backflow from the secondary to primary. A strong odor was noticed in the primary medication bag. The secondary medication pip-taz is known to have a strong odor. Following assessment of the evidence, we suspect that the most probable proximate cause for this event was a back check valve failure."